Manufacturer narrative:
The maryland bipolar forceps will not be returned to isi for evaluation as it is the hospital's protocol to not return the instrument. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow up MDR will be submitted if the instrument is returned or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci assisted prostatectomy procedure, it was alleged that a fragment from the maryland bipolar forceps instrument broke off and fell into the patient. The fragment was reported to have been retrieved during the same da vinci surgical procedure. However, the cause of the breakage is unknown.

Event description:
It was reported that during a da vinci assisted prostatectomy procedure, a piece from the maryland bipolar forceps instrument broke off and fell into the patient. The instrument fragment was retrieved during the same procedure. The procedure was completed with no report of patient harm, adverse outcome or injury. On 10/20/2016 intuitive surgical inc., (isi) contacted the hospital's robotics coordinator who reported that the yellow plastic portion from the tip of the maryland bipolar forceps instrument broke right under the surgeons vision while he was cauterizing. The surgeon immediately retrieved the fragment under full visualization. It was confirmed that the maryland bipolar forceps instrument never collided with the other instruments used. Furthermore, it was confirmed that the cannula and the instrument were inspected prior to use. It was confirmed that the procedure was completed robotically and with the use of another maryland bipolar forceps instrument.

Manufacturer narrative:
In relation to the reported event, intuitive surgical, inc. (Isi) received medwatch uf/importer report (B)(4) on 11/16/2016 with the following event description: a piece of the maryland bipolar forceps instrument for the davinci xi robot broke off while in use, piece fell into surgical site, but was successfully retrieved. A piece of the yellow protective plastic also broke off and fell inside the patient - that small piece was also recovered. Instrument has been taken out of service. On 11/16/2016, isi contacted the site's robotics coordinator and confirmed that only a single fragment (the yellow portion) from the instrument broke off and fell inside the patient. The robotics coordinator also stated that the information provided within medwatch uf/importer report (B)(4) that suggests that two instrument pieces fell inside the patient is incorrect. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during a da vinci-assisted prostatectomy procedure, it was alleged that a fragment from the maryland bipolar forceps instrument broke off and fell inside the patient. The fragment was reported to have been retrieved during the same da vinci surgical procedure. However, the cause of the breakage is unknown.